Event description:
It was reported that, during an intrinsic ventricular fibrillation episode, this right atrial lead exhibited undersensing. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.